Event description:
During procedure with the rotablator device, the guide wire tip sheared off inside the right coronary artery. Retrieval attempts were unsuccessful and the tip remains in the pt. Pt was reported in good condition.